Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. Blood glucose at the time of incident was 457 mg/dl. Customer declined to the troubleshooting for the high blood glucose. The customer reported that the auto mode was not active. The pump will not be returned for analysis.